Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the distal left anterior descending artery, exhibiting 89% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated using a medtronic balloon. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the stent was damaged while advancing the device. Is was informed that the event was due to use of the device in difficult lesion morphology. Procedure was completed using a medtronic device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was correctly positioned between the marker bands but did not meet specifications due to deformation of the proximal stent wraps. Deformation was evident to the 14th and 15th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.